Event description:
It was reported that the ablator of the generator did not stop releasing energy when the foot pedal was deactivated during an a-fib ablation procedure. The surgeon had to deactivate the generator manually. There was no pt injury reported in this case. The issue was resolved by replacing it with another foot pedal.

Manufacturer narrative:
(B)(4).